Manufacturer narrative:
It was clarified that the patient did not receive "wrong treatment" due to the high troponin t result and that the patient would have received the same treatment based on their clinical symptoms regardless of the high troponin t result. The patient was not harmed. The customer has had no further similar issues.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for troponin t on a cobas e 411 immunoassay analyzer. The initial result was 249 ng/l. This result was reported outside of the laboratory. The sample was repeated with a result of 13 ng/l. A new sample was obtained 1 - 2 hours later and the result was 13 ng/l. The patient had "heart attack symptoms" and received "wrong treatment" due to the high result. Multiple requests have been made to the customer in an attempt to clarify this statement, however, no clarification has been received. There was no allegation and no information to reasonably suggest that an adverse event occurred due to the "wrong treatment."